Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of a mildly tortuous and severely calcified vessel of a limb. An 8.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was simply removed and the procedure was completed with this device. No patient complications were reported and the patient's status was good.